Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a no ac power condition. Ac led does not even light up. No patient involvement reported.

Manufacturer narrative:
The field service engineer replaced the power supply to resolve this issue. The device passed all required testing . The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.